Manufacturer narrative:
It was determined from the investigation that the incident root cause was due to patient movement. No surgical intervention was performed to preclude any permanent damage.

Event description:
On (B)(6) 2014, while a lensar clinical application specialist was on site for a training, the doctor lost suction during the capsulotomy procedure and ended up partially etching the cornea after the patient moved.